Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found for 5 of the events: the investigation could not identify a product problem. The cause of the event could not be determined. The investigations found for 1 of the events: the probe washing station had a low rinse level and the gear pump pressure was low. The follow up actions for 1 of the events was that preventive maintenance was performed on the analyzer. Precision studies, calibration, and controls were run and were within specifications. The follow up actions for 1 of the events was that checks were performed on the instrument and precision studies were performed. The analyzer was operating within specifications. The follow up actions for 1 of the events was that the rinse level and gear pump pressure were adjusted. All probe and rinse station valves were changed. The follow up actions for 1 of the events was that the cell wash tube was found to be bent and was corrected. The reaction cuvettes were changed and the incubation bath was cleaned. Precision studies were performed. The extra wash cycle programming was also corrected on the analyzer. The follow up actions for 1 of the events was that multiple service actions were performed on the analyzer and precision studies were carried out. There were no follow up actions for 1 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>6</noe> malfunction events. Questionable high results were generated by the cobas 6000 c (501) module. The events involved a total of 11 patients with the following: 6 questionable results for lipc lipase colorimetric assay. 1 questionable result for alp2 alkaline phosphatase acc. To ifcc gen.2. 1 questionable result for trigl triglycerides. 1 questionable result for etoh2 ethanol gen.2. 2 questionable results for a1c-3 tina-quant hemoglobin a1c gen.3. The patients' ages ranged from 24 years to 93 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 4 females and 4 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.